Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('getting my essure out on june 9th, but I have been doing a heavy metal detox') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('getting my essure out on (B)(6), but I have been doing a heavy metal detox') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and abdominal pain ("right side abdominal pain at perimenopause"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain and allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new event: abdominal pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('getting my essure out on (B)(6), but I have been doing a heavy metal detox') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced abdominal pain ("right side abdominal pain at perimenopause"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), nausea ("nausea"), gastrointestinal disorder ("intestinal issues"), scar ("scar tissue"), pain ("sever pain") and frustration tolerance decreased ("vary frustrating") and was found to have weight increased ("intestinal issues"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the allergy to metals, weight increased, gastrointestinal disorder and scar outcome was unknown and the abdominal pain, abdominal distension and nausea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, frustration tolerance decreased, gastrointestinal disorder, nausea, pain, scar and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distention, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events sever pain and vary frustrating were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('getting my essure out on june 9th, but I have been doing a heavy metal detox') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced abdominal pain ("right side abdominal pain at perimenopause"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal distension ("bloated"), nausea ("nausea"), gastrointestinal disorder ("intestinal issues") and scar ("scar tissue") and was found to have weight increased ("intestinal issues"). The patient was treated with surgery (essure removal). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the allergy to metals, weight increased, gastrointestinal disorder and scar outcome was unknown and the abdominal pain, abdominal distension and nausea had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, gastrointestinal disorder, nausea, scar and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distention, nausea, weight gain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events intestinal issues, over the year gained weight, nausea, bloated added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('getting my essure out on june 9th, but I have been doing a heavy metal detox') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.